Event description:
I started using a philips respironics dream station CPAP device "(B)(6) 2028." I subsequently was diagnosed with stage 2 bladder cancer in (B)(6) 2021 after having urinary symptoms starting in (B)(6) 2020. I underwent tumor resection in (B)(6) 2021, started chemotherapy in (B)(6) 2021 and subsequently underwent radical cystectomy in (B)(6) 2021 at (B)(6) hospital. I also developed a chronic cough with intermittent reactive airways like symptoms for which I treated myself with inhalers (I am an emergency physician). I did finally go to a pulmonologist who performed pulmonary function tests which were normal. Etiology for my respiratory symptoms could not be determined. Diagnosed with invasive high-grade bladder cancer tumor removed, chemo started, in (B)(6) 2021 bladder removed.